Event description:
It was reported that the insulin pump suddenly started beeping. The customer removed the battery and the device alarmed multiple errors. The customer continued using the insulin pump and an hour later, the device alarmed with the constant tone. The customer noticed that the device turned off and the display became blank. The customer decided to stop using the insulin pump. The customer's blood glucose was 430 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.